Event description:
The customer provided additional information regarding the patient. They were a (B)(6) old male who required cardiac monitoring. The reported failure occurred during the monitoring.

Event description:
The customer reported that after performing a 12-lead ECG on a patient, their device lost power. This occurred twice during the event. The customer was able to power the device back on and continue care each time. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the nut for the power connector in battery well #2 being cross threaded. Also the solderless connector was loose which caused power to be interrupted if the battery in well #2 was being used by the device. The device's rear enclosure assembly was replaced and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4).